Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient reported connection impedances issues from a few years ago. The rep stated that they were not sure if this issue had previously been reported. It was indicated that the patient fell on the battery a few years ago which may have contributed to the issue. It was reported that the patient was reprogrammed, but the issue was not resolved at the time of the report. They state that they planned to check the connection without the battery during surgery. It was asked but was unknown if surgical intervention occurred. It was reported that the event occurred on (B)(6) 2012. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that no surgery had occurred yet at this time related to the patient's connection/impedance issue. The cause of the connection and impedance issues following their fall were unknown yet. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.